Event description:
It was reported that during an l3-l4 mis tlif with the neurosurgeon, the surgeon went to tap the left l3 pedicle. Using the 4.5 es2 cannula tend tap, attempting to tap over the k wire in place. Upon beginning to tap, the distal portion of the tap started to shear. Approximately 4mm of the tap broke off at the surface of the pedicle.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the visual inspection in combination with the circumstances of use at the time of the fracture implicates the tap fractured by torsional/shear overload. The material analysis further identified the origin of the fracture to be at the root of the threading. The fracture surface was consistent with bending overload in a ductile mode. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. The awl was not used prior to the use of the tap. The lack of awling may have led to elevated stresses on the tap. The awling step is outlined in the surgical technique and is critical to breaching cortical bone and providing a pilot pathway for simultaneous engagement of multiple tap threads. The engagement of multiple threads affords a more balanced distribution of stress across the distal tip of the instrument. Conclusion: the root cause of the tip fracture could not be determined and is likely multi-factorial; the likely contributing factors include the lack of awling prior to tapping, cantilever loading during tapping, and the amount of applied load.

Event description:
It was reported that during an l3-l4 mis tlif with the neurosurgeon, the surgeon went to tap the left l3 pedicle. Using the 4.5 es2 cannula tend tap, attempting to tap over the k wire in place. Upon beginning to tap, the distal portion of the tap started to shear. Approximately 4mm of the tap broke off at the surface of the pedicle.